Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient received a replacement for a lost desktop charger (dtc) and had to plug it in backwards. Now the implantable neurostimulator recharger (insr) would not charge. The patient also felt stimulation stop last wednesday (B)(6) 2015 . Further follow-up is being conducted to determine the cause of the loss of stimulation and if a replacement recharger resolved the issues. If additional information is received, a follow-up report will be sent.